Manufacturer narrative:
The age of patient is an approximation provided by the initial reporter. The device has been returned for investigation. The investigation is currently in progress.

Event description:
During a hip arthroscopy using a multivac 50 xl icw arthrowand, the electrode ball detached and fell into the surgical site. The electrode ball was confirmed by x-ray to remain in the patient's hip joint. There is no plan to re-operate to remove the detached electrode. No patient adverse effect was reported.